Event description:
The customer alleges back to back results of 241 mg/dl on her meter and 109 mg/dl on a professional meter. No report of an adverse event. Controls were not run. Return requested and replacement was sent.